Event description:
Information received indicates the bed has no functions working.

Manufacturer narrative:
The technician found the power cord shorted at the p11 connector on the power control module. The technician replaced the power cord and power control module to repair the bed.